Manufacturer narrative:
Follow-up from 11-aug-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced great deal of pressure in my pelvic area. This event was considered serious due to hospitalization and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, no alternative explanation was given. It was reported that consumer has been to emergency room 7 times in a month and consumer reported hospitalization as event outcome. Therefore, this case was regarded as incident. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in 2015. It was reported that 6 days later her health began to decline. She experienced the worse headaches and back pain. She was very uncomfortable. She had a great deal of pressure in her pelvic area. She has been to emergency room 7 times in a month. Her bp (blood pressure) was very high. She stated that those problems developed after essure. She was a nursing mom and those problems affected her daily living. Hospitalization was mentioned but not specified and /or assigned to one of the events. Ptc investigation result was received on 18-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced great deal of pressure in my pelvic area. This event was considered serious due to hospitalization and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, no alternative explanation was given. It was reported that consumer has been to emergency room 7 times in a month and consumer reported hospitalization as event outcome. Therefore, this case was regarded as incident. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs